Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock from their implantable cardioverter defibrillator (ICD). There was an episode from the ICD that appeared to be 1:1 tachycardia which the device treated with anti-tachycardia pacing and cardioversion. The clinician believed that this was truly sinus tachycardia and that it should not have been treated. The device was explanted and replaced. No further patient complications have been reported as a result of this event.